Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5056801) on 22-oct-2015. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Therefore, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("have had increased pelvic pain") in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline, fluoxetine hydrochloride (prozac), topiramate (topamax) and zolpidem tartrate (ambien). In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("bleeding and clotting during periods"), weight increased ("weight gain"), lethargy ("lethargy"), influenza like illness ("flu like symptoms") and headache ("headaches that last for days and worsen"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, weight increased, lethargy, influenza like illness and headache outcome was unknown. The reporter provided no causality assessment for headache, influenza like illness, lethargy, menorrhagia, pelvic pain and weight increased with essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Therefore, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media case. Hysterectomy was added as surgery for pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.